Manufacturer narrative:
On previously submitted report, section e1 initial reporter name and address was incorrect. It has been updated/corrected in this report.

Event description:
A ventilator was evaluated by a third-party field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the third-party field service engineer, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module assembly, system board and 3-way solenoid valve were replaced to address the issue.